Manufacturer narrative:
The device was evaluated. The lap belt was not worn at the time of the incident even though it is present and in tact. It is believed to be a setup issue and not a product problem. Provider evaluation.

Event description:
Dealer claims that the chair pitched forward and consumer slid out of chair. Consumer was not wearing lapbelt.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims that the chair pitched forward and consumer slid out of chair. Consumer was not wearing lapbelt.